Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet be received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz and is preamendment of 510k. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the catheter sheared. At an unspecified date, the catheter was successfully inserted into the patient at an unspecified location. On (B)(6) 2012, at an unspecified time, during removal of the catheter from the patient, it was reported that a piece of the catheter remained lodged in the patient's skin. The customer contact reported that a surgeon was notified and the piece of catheter was removed. Though requested, no additional information was provided.